Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007 and a sling and (ams) apogee and perigee were implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures, including procedures on (B)(6) 2009 and (B)(6) 2010. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, bleeding, recurrence, dyspareunia, and vaginal scarring. The patient underwent mesh trim on (B)(6) 2009 due to mesh protrusion, pain, and bleeding. Then she underwent further mesh excision on (B)(6) 2009 due to mesh exposure. Due to vaginal bleeding, vaginal mesh exposure, urge incontinence, pelvic pain, dyspareunia, status post epi-g/para g peritoneal repair, the patient underwent excision of anterior mesh, enterocele repair, and posterior with elevate vaginal sacrospinous suspension on (B)(6) 2009. On (B)(6) 2010, the patient underwent anterior repair with elevate, vaginal sacrospinous suspension, cystoscopy, and perianal revision because she experienced cystocele, vaginal prolapse, perineal scarring urgency and frequency. She underwent mesh excision and posterior repair revision on (B)(6) 2012 due to vaginal bleeding and mesh extrusion. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with anterior and posterior repair and cystoscopy; due to severe pelvic pain and genuine stress urinary incontinence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.